Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 50704231,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine dilation and curettage, bloating, diarrhea, ear lobe infection, infected finger, clostridial gastroenteritis, iron deficiency, abdominal pain, rash, obesity, headache, insomnia, helicobacter pylori infection, ovarian cyst, anemia, drug allergy, sinus infection and pelvic adhesions. Previously administered products included for an unreported indication: phentermine, tetracycline, omeprazole, levaquin, norco, tramadol, norco, rocephin, antibiotics and bismuth. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and endometrial ablation on (B)(6) 16. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and blood loss anaemia had resolved and the salpingitis, urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication, salpingitis and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: persistent bilateral essure devices near the ostia of the fallopian tubes. Small amount of nonspecific endometrial fluid as well as air with in the endometrial cavity, the latter of which raises the possibility of infection with a gas forming organism. Hysterosalpingogram - on (B)(6) 2013: complete occlusion of the uterine tubes status post placement of essure devices.. Lot number 125770405 is not valid. Lot number: 12570405 manufacturing date: 2013-04 expiration date: 2016-01 lot number: 50704231 manufacturing date: 2012-11 expiration date: 2015-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('chronic salpingitis') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 125770405-notvalid50704231,12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, uterine dilation and curettage, bloating, diarrhea, ear lobe infection, infected finger, clostridial gastroenteritis, iron deficiency, abdominal pain, rash, obesity, headache, insomnia, helicobacter pylori infection, ovarian cyst, anemia, drug allergy, sinus infection and pelvic adhesions. Previously administered products included for an unreported indication: phentermine, tetracycline, omeprazole, levaquin, norco, tramadol, norco, rocephin, antibiotics and bismuth. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy and endometrial ablation and on 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and blood loss anaemia had resolved and the salpingitis, urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication, salpingitis and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: persistent bilateral essure devices near the ostia of the fallopian tubes. Small amount of nonspecific endometrial fluid as well as air with in the endometrial cavity, the latter of which raises the possibility of infection with a gas forming organism. Hysterosalpingogram - on (B)(6) 2013: complete occlusion of the uterine tubes status post placement of essure devices.. Lot#125770405 is not valid. Lot number: 50704231, manufacturing date:2012-11, expiration date:2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received: event salpingitis added and made medically significant and intervention required due to surgery. Endometrial ablation added to menorrhagia and made medically significant due to surgery. Reporter, lot number, medical history and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 125770405-notvalid,50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and blood loss anaemia had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti lot#125770405 is not valid. Lot number: 50704231 manufacturing date:2012-11 expiration date:2015-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 125770405,50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and blood loss anaemia had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 125770405-notvalid,50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and blood loss anaemia had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: update of batch information (batch is not valid) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), blood loss anaemia ("anemia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and blood loss anaemia had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea, menorrhagia, anemia, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: previously reported event "injury to herself" updated to "pelvic pain", events- " psych injury, post removal complication, dysmenorrhea, menorrhagia, anemia, uti " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.